Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the lead, the patient experienced vagal reflex and a decrease in blood pressure and oxygen saturation. Intravenous pump of dopamine, oxygen inhalation and rehydration measure were urgently taken. The patient's heart rate was unstable during the rescue process, so a temporary pacing lead was implanted. During this rescue process, the patient complained of discomfort. The lead was not implanted. No further patient complications have been reported as a result of this event.